Event description:
It was reported, the customer had insulin squirting out during a manual prime. The customer stated the insulin pump's piston continues to move forward after reservoir contact. It was also found numbers did not appear on the screen and no beeps were heard. Customer was unable to prime their insulin pump. The customer did not drop or expose their insulin pump to moisture. Customer's blood glucose was 157 mg/dl. Advised the customer to return their insulin pump for analysis. No additional information provided.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.